Manufacturer narrative:
Mechanical dynamic testing was noted to be out of specification, however, the pump delivered within spec during manufacturer test run. The device was also run at the same time settings as the customer protocol and delivered within spec.

Event description:
Underdelivery reorted. "The pump was supposed to have infused 2000 ml of a tpn solution, the pump display registered 2000 ml delivered, but only approx 100 ml was gone from the bag." There were no adverse effects to the pt. Multiple attempts to obtain more pt and/or device set-up info from the account were unsuccessful.